Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 10 closed samples and 1 open and used sample (contaminated) in which a section of the thread shows fiber splitting and curling effect. To evaluate the conformity of these units, we performed the following tests: - knot pull tensile strength results conducted on 7 closed samples received are 1.31 kgf in average and 1.16 in minimum and fulfil the requirements of the european pharmacopoeia (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). - linear elongation results conducted on the 7 closed samples received is 29% in average and fulfil bbs requirements: 28-38% in average. These values are in the usual range for this thread and size. We have found splitting and curling effect on thread surface on the 7 closed samples tested after performing linear elongation test. Additionally, sewing test on artificial skin tissue has been conducted with the closed samples received and splitting or curling effect does not appear when pulling the thread through the tissue. Visual appearance of the thread is the usual one. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: a CAPA has been opened to investigate the issue and determine the potential root cause(s). Final conclusion: although the closed samples received comply with the requirements of the european pharmacopoeia and b. Braun surgical specifications, considering the open sample received and the evidence of thread splitting found after conducting linear elongation test, this complaint is considered to be confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with optilene suture. The client reported that the suture curls after being pulled through a vessel at the heart (bypass surgery) for cannulation of the heart-lung machine. After slight traction, the suture subsequently tears and frays. No additional information has been provided.